Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited noise reversion and high ventricular rate episodes. No programming changes were performed. No additional information was reported.